Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I free t4 result generated on the alinity I processing module for one adult sample. The following data was provided (reference range: 9.01 - 19.05 pmol/l): sample ID (B)(6). Initial result: 50.899 pmol/l (march 16th). The clinician questioned this result as the previous result was 16.497 pmol/l. Same sample was repeated on march 17th and those results were: 29.451 pmol/l (B)(6) / 27.218 pmol/l (B)(6). Other testing provided: tsh result = < 0.008 miu/l. There was no impact to patient management reported..

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay however, an increase in complaint activity was not identified for reagent lot 65500ud00. Accuracy testing was performed utilizing a retained kit of complaint lot 65500ud00 and noted that all testing passed, indicating the reagent lot is performing as expected. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 65500ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I free t4 result generated on the alinity I processing module for one adult sample. The following data was provided (reference range: 9.01 - 19.05 pmol/l): sample ID (B)(6) initial result: 50.899 pmol/l (B)(6). The clinician questioned this result as the previous result was 16.497 pmol/l. Same sample was repeated on (B)(6) and those results were: 29.451 pmol/l (B)(6) / 27.218 pmol/l (B)(6). Other testing provided: tsh result = < 0.008 miu/l . There was no impact to patient management reported.